Event description:
It has been reported to philips that intermittently losing live reference image. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and but was unable to reproduce the issue. The fse checked the system, and it was functioning well. Since the issue could not be replicated, the cause could not be identified. The codes were updated based on the investigation outcome.